Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was not possible to determine date of manufacture based on the lot number provided by customer.

Event description:
Caller states that a coaguchek safe-t-pro lancet was in 2 pieces out of box: the tip and the body. The safety mechanism was not in place. No accidental needle stick occurred. Requested return of suspect device and replacement was sent.